Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead had unsatisfactory measurements of low r-wave and high threshold. The physician decided to find a new location, but when the physician attempted to unscrew the lead, it appeared that the screw was not retracting. The physician instead gently pulled the lead and it successfully detached. The physician the removed the lead and evaluated it outside the body. The physician observed that the screw did not retract and that there was a piece of insulation hanging, partially detached from the rest of the lead. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed.analysis indicated that the helix of the lead became extrinsically distorted due to pulling/ stretching/over stress. There was a piece part missing from the lead. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.